Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the display would stay black until the esc button was pressed. Customer's blood glucose was unknown. Customer mentioned the device splashed occasionally by water. Customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.